Event description:
Znn screws backed out after 10 days of being implanted.

Manufacturer narrative:
(B) (4). Evaluation summary: x-rays were received which indicated the proximal screw backing out as stated. Through x-rays it was also observed that the fracture was a highly comminuted fracture indicating a severe traumatic incident. It is unknown whether the screws had bicortical purchase. The tibial nail in question allows standard locking of the screws reducing the axial movement of the screws reducing the axial movement of the screws. The surgical technique used is unknown. Patient's bone quality is unknown and patient's post surgery activities are also unknown. No other incidents have been reported alleging similar deficiency. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.